Manufacturer narrative:
(B)(4). The customer had initially reported 3 leaking cassettes. The initial emdr (report number 1423500-2010-00493) addressed all the three reports, however, for the sake of reporting individual occurrences, the follow-up mdrs will be sent separately. This emdr will address second of 3 emdrs. This complaint for leaking cassette due to "pin hole" the patient described was not confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot (h10a22034 ) with no issues noted. Not enough data is available within the complaint to identify root cause of the damage. The root cause of the cassette defect cannot be determined. Possible use errors and instructions for use are addressed in homechoice apd systems patient at-home guide issued on (B)(6) 2009. Patients are instructed to check the cassette and tubing for any damage and section 11 instructs patients on how to properly set up the apd cassette and solution bags. Labeling was reviewed for possible use error(s) and there were no issues and no label deficiency. A trend review was performed, and similar complaints were found.

Event description:
A customer contacted baxter's (B)(4) reporting of leaking cassette found during prime. The home patient (hp) stated that he had had 3 cassettes that had a pin hole in them and the water leaked out in the prime. The hp stated that it was not the homechoice (hc) machine. The hp had informed his peritoneal dialysis (pd) nurse who advised the hp to call and report the problem. The technical service representative (tsr) explained to call baxter if hp received a reload set message on the hc machine. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010 regarding the leaking cassettes, the hp stated that he had already discarded the cassettes, and was using cassettes from a different box. Therefore, hp did not have a companion sample. Per hp, he did not notice any defects on the cassettes until they were found leaking during priming. The hp stated that he just replaced the supplies and had resumed therapy. The hp stated that he was doing fine and continuing therapy without issues. The hp confirmed that he did not use any sharp objects near the supplies. No patient injury or medical intervention was indicated at this time. No further information was provided.